Manufacturer narrative:
Concomitant products: product ID: neu_leadholder, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the depth stop did not secure the lead during the implant procedure. The issue was found when the hcp tried manually pulling on the depth stop to test if it was tightened. The hcp tried to tighten the depth stop screw, but the issue was not resolved. After the depth stop was replaced, the issue was resolved. No external, environmental or patient factors contributed to the event. The patient did not experience any symptoms. The patient was alive with no injury. No patient complications were anticipated.

Manufacturer narrative:
Analysis of the lead holder found no anomaly. Dimensional measurements of the lead holder were found to be within specification. The lead holder was tightened to a known good lead and did not move on the lead. If information is provided in the future, a supplemental report will be issued.